Event description:
The pt's attorney alleges "...in 1998, the hcp, assisted by a medtronic rep, attempted to implant a permanent system, using a medtronic pisces quad lead wire and an internal itrel generator. After the incision had been made in the neck of the claimant and the lead wires placed, it was discovered that the wires were not long enough to reach the battery placed in the claimant's hip. The surgery was postponed because the right wires could not be found. A second attempt was made in 1998, at the user facility. The implanted device did not function properly. In 1998, at another user facility, claimant underwent another operation under the direction of another hcp with the first hcp in attendance. The implant when turned on without adjustment caused severe sensations and pain in the arms and fingers of the claimant."